Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) provided troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.